Event description:
Additional information: the pump was replaced. The patient recovered without sequel.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical alarm sounded at 9 am. The motor stall at midday and could not be restarted. The drug being infused was unknown. The device was replaced.

Manufacturer narrative:
The previously reported conclusion code(s) no longer applies to this event.

Manufacturer narrative:
Final analysis of the pump revealed motor gear train anomaly, corrosion and/or wear and/or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.